Event description:
It was reported that in the ICU, the subclavian site was cleaned with clorhexidine and alcohol then draped. The doctor fully scrubbed and prepared the set for insertion. She connected the introducer needle onto the ars and inserted it into the subclavian vein. It was at that time she noticed blood leaking beyond the hub of the needle. Upon closer inspection, she noticed several cracks on the hub of the needle. The needle was then flushed with cleaning solution and set aside for the rep. A new kit was then opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4).